Event description:
It was reported that a user new to the ilet experienced hyperglycemia after breakfast when the meal was announced as usual, but the user believed it should have been announced as more, with a reported blood glucose of 288 mg/dl; troubleshooting and education on meal announcements and ilet operation were completed. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no long-term impairment reported. Investigation included customer interview and review of device use and meal announcement practices. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically an underestimation of meal size in the meal announcement, as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.